Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the evaluation process conducted at the manufacturer facility a piece of the battery housing was found to be broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.

Event description:
It was reported that during the evaluation process conducted at the manufacturer facility a piece of the battery housing was found to be broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.